Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding"), device dislocation ("right essure coils were not well seen on ultrasound"), perforation ("perforation of organs") and uterine haemorrhage ("uterine bleeding") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cilest (sprintec), ibuprofen, ondansetron (zofran) and oxycocet (percocet). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("painful sex"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced pelvic pain ("chronic severe pelvic pain/pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic severe abdominal pain"), back pain ("chronic severe back pain"), menstruation irregular ("irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (endometrial ablation on (B)(6) 2017) and surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, device dislocation, perforation, uterine haemorrhage, abdominal pain, back pain, menstruation irregular, dyspareunia, dysmenorrhoea, vaginal haemorrhage, menorrhagia and fatigue outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain, perforation, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: patient has been advised by physicians that her only option for attempted relief from these symptoms was a hysterectomy. Discrepancy noted as per pfs: patient did not remove essure device. The essure device was then deployed with 3 coils trailing into the endometrial cavity, the same procedure was repeated on the patient¿s left side in which here were 3 coils extending into the endometrial cavity. All instruments were removed from the patient's vagina and all areas were noted to be intact. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound scan - on (B)(6) 2016: showed the essure device present. On (B)(6) 2017, an ultrasound was performed and showed the left essure coil visualized, but the right essure coils were not well seen. Most recent follow-up information incorporated above includes: on 5-oct-2018: plaintiff fact sheet: events abnormal bleeding (general), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abnormal bleeding (vaginal, menorrhagia), fatigue were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding'), device dislocation ('right essure coils were not well seen on ultrasound'), perforation ('perforation of organs') and uterine haemorrhage ('uterine bleeding') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnant, abdominal pain lower, dysfunctional uterine bleeding and uterine ablation. Concurrent conditions included irregular menstrual cycle, abdominal pain, nausea, vomiting, bipolar disorder, schizophrenia, nasal congestion, sore throat, dysuria, hematuria, drug allergy, irritable bowel syndrome, pelvic adhesions, flank pain, nabothian cyst and ovarian cyst. Concomitant products included ethinylestradiol;norgestimate (sprintec), ibuprofen, ondansetron (zofran) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("painful sex"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced pelvic pain ("chronic severe pelvic pain/pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic severe abdominal pain"), back pain ("chronic severe back pain"), menstruation irregular ("irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (she had surgery to remove the essure impant and endometrial ablation on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, device dislocation, perforation, uterine haemorrhage, abdominal pain, back pain, menstruation irregular, dyspareunia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, fatigue and metrorrhagia outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, metrorrhagia, pelvic pain, perforation, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: patient has been advised by physicians that her only option for attempted relief from these symptoms was a hysterectomy. Discrapancy noted as per pfs :patient did not removed esure device. The essure device was then deployed with 3 coils trailing into the endometrial cavity, the same procedure was repeated on the patient¿s left side in which here were 3 coils extending into the endometrial cavity_ all instruments were removed from the patient's vagina and all areas were noted to be intact. Plaintiff received treatment for :pelvic pain, abdominal pain, metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion.. Ultrasound scan - on (B)(6) 2016: results: showed the essure device present. Diagnostic results: on (B)(6) 2017, an ultrasound was performed and showed the left essure coil visualized, but the right essure coils were not well seen. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new event "metrorrahgia (bleeding b/w periods) was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding"), device dislocation ("right essure coils were not well seen on ultrasound") and perforation ("perforation of organs") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic severe pelvic pain/pain"), abdominal pain ("chronic severe abdominal pain"), back pain ("chronic severe back pain"), menstruation irregular ("irregular periods") and dyspareunia ("painful sex"). The patient was treated with surgery (endometrial ablation on (B)(6) 2017) and surgery (she had surgery to remove the essure implant). Essure was removed in 2017. At the time of the report, the genital haemorrhage, device dislocation, perforation, pelvic pain, abdominal pain, back pain, menstruation irregular and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dyspareunia, genital haemorrhage, menstruation irregular, pelvic pain and perforation to be related to essure. The reporter commented: patient has been advised by physicians that her only option for attempted relief from these symptoms was a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: showed the essure device present . On (B)(6) 2017, an ultrasound was performed and showed the left essure coil visualized, but the right essure coils were not well seen. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events "perfoira[ion of organs" and "painful sex" were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") and device dislocation ("right essure coils were not well seen on ultrasound") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("chronic severe pelvic pain"), abdominal pain ("chronic severe abdominal pain"), back pain ("chronic severe back pain") and menstruation irregular ("irregular periods"). The patient was treated with surgery (endometrial ablation on (B)(6) 2017). Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, device dislocation, pelvic pain, abdominal pain, back pain and menstruation irregular outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. The reporter commented: patient has been advised by physicians that her only option for attempted relief from these symptoms was a hysterectomy. She expects to undergo removal surgery to attempt to seek relief from her severe essure related symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: showed the essure device present on (B)(6) 2017, an ultrasound was performed and showed the left essure coil visualized, but the right essure coils were not well seen. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.